Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response and button error alarm due to corroded keypad traces. There was no moisture damage on the electronic and motor assemblies. The pump had cracked display window corner and no cracks on the lcd screen. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 280 mg/dl at the time of incident. The customer's father stated that the pump alarmed button error and it occurred right after exposure to moisture. He also stated that the pump had cracks on the lcd screen. The customer's father was advised to disconnect from the insulin pump and revert to back-up plan. He was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.